Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return and is in the process of evaluating/repairing it. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that following the three am self test, the device continuously resets intermittently. There was no pt use associated with the event.